Manufacturer narrative:
This device (B)(4) is distributed outside the us; however, it is similar to the us product cxs 13350. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The pt's age was unk, but was a male. The target lesion was the proximal lad. The lesion was de novo, with no calcification or tortuosity. There was 75% stenosis. Radial approach was chosen. A guidewire (unspecified) crossed the lesion and ivus was conducted. When the 3.5x13mm cypher stent was delivered to the target lesion and inflated up to 12 atms, the balloon ruptured. Rupture was confirmed by contrast media leakage from around the mid-portion of the balloon on cag. Therefore, the sds was retrieved from the pt and post-dilation was conducted with a avion (3.5/14mm) balloon. The procedure was finished successfully. There was no pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The device was prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1.